Event description:
The reporter stated the surgeon inserted a cc4204bf collamer single piece lens and the lens tore. Additional info has been requested from the facility but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be sent.